Manufacturer narrative:
With all the available information, boston scientific concludes that the reported sparks event was confirmed. Analysis identified that there was no light exiting the connector face and no aim beam was exiting the fiber tip. There was no physical break, however, the observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A risk review was completed and confirmed that the event of fiber break was defined in the risk documentation and is documented. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that sparks were generated at the connection of the tip end, and the fiber could not be used anymore. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that sparks were generated at the connection of the tip end, and the fiber could not be used anymore. The procedure was completed with another device. There were no patient complications.